Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that during removal a tampon came apart and pieces remained inside. She indicated that the event occurred with eleven tampons used. She stated she was able to remove the remaining pieces and did not need to seek medical assistance. We tried to follow up with the consumer three times over a span of three weeks, but we have not been successful. We will submit a follow-up report if we become aware of any new/additional updates to consumer health or medical information.